Event description:
It was reported that the patient presented remotely via merlin.net. The implantable cardioverter defibrillator (ICD) had an episode of supraventricular tachycardia that was inappropriately diagnosed in the monitor zone as ventricular tachycardia due to poor sensing. Programming changes were made. The patient was stable.

Event description:
New information notes shock therapy was delivered.

Manufacturer narrative:
Additional information h6 added complaint code inappropriate/inadequate shock/stimulation.

Event description:
New information notes the atp was delivered inappropriately.

Manufacturer narrative:
Correction: update to h6 coding to include serious injury. Update to b5 to include atp was delivered inappropriately. Update to h1 to serious injury.